Event description:
It was reported that the compressor would not start when turned on. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The compressor transformer was concluded on-site to be faulty by the field service engineer. After the transformer was exchanged, the compressor regained function according specification. The replaced transformer was sent in for investigation. Visual inspection of the returned transformer did not reveal any deviations. The electrical measurement showed that there was an increased resistance that was outside specification between one of the primary circuits. The transformer is fitted with two 115 °c non resettable thermal over-temp fuses, one in each winding. It¿s therefore most likely that the transformer was subject to overheating, and that one of the internal auto fuses had burned out. The cause of these high temperatures has not been possible to establish by this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).